Event description:
During the investigation of the device, it was noted that foreign matter was noted in the air/water (a/w) cylinder, a/w tube, inside of the light guide lens. There was no patient involvement, nor any allegation of harm/adverse event associated with this event.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing of the device that deviated from the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be addressed by following the instructions for use (IFU) which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ according to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material would have remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b6, b7, d4, e1-phone number, g1, h2, h4, h6, h11 corrected fields: g2, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens has wear, air/water (tube) have foreign objects, corrosion around forceps elevator (l-arm). Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.